Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us was clogged. This occurred on 15 occasions. The following information was provided by the initial reporter: it was reported 15 pen needles that clogged during flow check. Verbatim: consumer reported found 15 pen needles that clogged during flow check. Informed consumer proper placement of the non patient end needle. She does have vision issues.